Manufacturer narrative:
H3 other text: placeholder.

Manufacturer narrative:
The sample is indicated as available for evaluation. As of the date of this report, it has not yet been returned. A follow-up report will be submitted once the sample has been received and reviewed.

Event description:
Medical provider was removing the ivc filter from the patient. In the process of removal, a 2mm piece from the hook of the filter broke and the piece was carried by the patient's blood flow and embolized to the lung parenchyma.